Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a cruciate ligament surgery the suture was torn. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. *** update dw 01-dec-2023 further information were provided the al pieces were retrieved out of the paitent.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-1588rt-2j was received for investigation. Functional testing was not able to be performed due to the damage to the device. Visual evaluation found the suture splice was torn. No sharp edges were observed on the button. The most likely cause is attributed to user error due to excessive force. Per dfu-0147. Precautions. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.